Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple motor and button errors alarm. Customer's blood glucose level was unknown. Customer reported that the alarm had lost some of its loudness, left bottom corner of the screen was chipped and scratches on the screen make it hard to read. Customer reported that buttons press multiple times for it to respond and need a knife to open battery cap. The insulin pump will not be returned for analysis.